Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal elite was deployed. Approximately three months later the patient presented at a physician's office complaining of pain and claudication of their left leg.the physician noted selling in the patient's left lower extremity and discoloration. A lump was noted and was excised under local anesthesia and a foreign body approximately 3 cm in size was removed. The patient was given medication for pain following the procedure. The physician noted that no pathology of the foreign body was performed as per the patient's wishes.